Event description:
It was reported that during device change out due to eri, before procedure x-ray revealed externalized conductors. The procedure was cancelled and it was later the lead was explanted and replaced. No adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.